Manufacturer narrative:
This report is filed, (B)(6) 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed a serosanguinous effusion at the implant site post operation. Subsequently fluid was aspirated from the site (date not reported) and the patient was prescribed antibiotic ointment to apply to incision site. The implanted device remains.